Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were reported outside of the laboratory. The customer ran a front loaded primary tube from another laboratory and the initial troponin t hs stat result was 30.08 pg/ml. This result was reported outside of the laboratory. The physician questioned this result as a result later was <5 pg/ml. The sample was repeated and the result was 25.01 pg/ml. The sample was re-centrifuged and an aliquot of the sample was repeated "several" times with results of <3.00 pg/ml with data flags. The results of <3.00 pg/ml with data flags were considered to be correct. No adverse event occurred. The troponin t hs stat reagent lot number was 182603. The expiration date was not provided. Calibration and quality controls were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The erroneous results were most likely caused by poor sample quality, but this could not be confirmed as additional information was not provided. Other possible root causes may be related to the instrument and an electromagnetic influence from the environment.